Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..

Event description:
It was reported that the customer passed away at home. The customer was hospitalized around (B)(6) 2015. The cause of death was kidney failure, diabetes, and cardiac disease. The caller stated that the customer had elevated creatinine levels and cardiac disease that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of hospitalization due to their body shutting down. The customer was taken of the pump and put on manual injections to treat the highs. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected over 48 hours prior to passing. The customer was not using sensors. The customer's body was shutting down due o the kidney issues and they left the hospital to go and pass away at home, as nothing more could be done for them. The caller declined to return the insulin pump for analysis.